Event description:
The subject device was used during an esophagectomy. It was informed that there are unintended outputs. The procedure was completed with another thunderbeat device. The subject device was returned to olympus medical systems corporation (omsc). As a result of omsc's investigation, it was found that the coating on the outer surface of the jaw had come off on (B)(6) 2015. There was no patient injury reported regarding the coating failure. Please cross-reference the following reports regarding unintended outputs: 8010047-2015-00343.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had come off. Besides, there was a scratch on the outer surface of the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, there was a possibility that the coating had come off since the user scraped the tissue or coagulum build-up with a shape instrument. The instruction manual of the subject device already states. Warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. This report is being submitted as a medical device report in an abundance of caution.